Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® precisionglide¿ multiple sample needle the tube pushed off the needle. The sample was recollected. No adverse impact was reported regarding the patient or user.

Event description:
It was reported while using bd vacutainer® precisionglide¿ multiple sample needle the tube pushed off the needle. The sample was recollected. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 19-dec-2024. Investigation summary: bd received 75 samples for investigation. Out of these, 10 returned samples were functionally tested, each used to draw 6 tubes. No tube push off was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: tube push off. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.